Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 10th of september 2023 and 6th of may 2024 recorded an initial stable pacing impedance of 1,000 ohms with an abrupt increase to >3,000 ohms in october 2023 until the end of the recording period. No iegms available for analysis. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Oversensing was noted on lv iegm channel and lv pacing impedance out of range. Lv lead was capped and added a new one. Should additional information be received, this file will be updated.